Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display unit cpu board was recommended for replacement to resolve the issue.

Event description:
It was reported that there was a malfunction resulting in the loss of display during a case. There was no patient injury.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date after calls to customer 04/04/2023 and 04/06/2023. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. Device evaluation anticipated, but not yet begun.